Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient's wife contacted lifescan in 2007 and alleged that her husband's one touch ultra 2 meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The wife reported that her husband tested his blood glucose around 8:05 pm on five days later and obtained a result of 78 mg/dl. The patient took a bolus dose of novolog (14 units) and ate a meal. About 45-90 minutes later, the patient was disoriented and was taken to the hospital where a lab test was performed with a result of 45 mg/dl. He was given IV dextrose. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The reporter was unable/unwilling to answer if the patient's testing technique was correct and if he was cleaning the puncture area properly. This complaint is being reported because the reporter alleged the meter was giving inaccurate high results and further claimed the patient took insulin based on a sliding scale and later was treated with IV glucose at the hospital. Replacement products were sent to the lay user/patient.